Manufacturer narrative:
Based on the information provided, a potential correlation between the remunity system and the patient's episode of pulmonary crisis cannot be assessed; however, this event is being reported out of an abundance of caution. The reported concern that the remunity pump was not delivering medication as expected based on the pump's delivery rate could not be confirmed. The pump's delivery rate is set by the user based on input from their healthcare provider. No product was returned to millyard advanced medical products, llc for further investigation. Efforts are ongoing to obtain additional information regarding the reported event from cvs specialty pharmacy.

Event description:
An initial event notification was received by united therapeutics drug safety on 20-nov-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on 21-nov-2025. It was reported that the patient experienced multiple episodes of pulmonary crisis, with the most recent episode occurring on 12-nov-2025. During the event, the patient was described as pale, fatigued, and feeling generally unwell. The patient's caregiver expressed concern that the remunity pump may not have been delivering medication as expected based on the pump's delivery rate. The caregiver stated that the patient's infusion site had last been changed that same day. Although the patient's caregiver reported that the patient did not miss any doses or experience any interruption in the therapy, the caregiver also considered the patient's pulmonary crisis to be potentially related to the remunity system. On (B)(6) 2025, the patient received an occlusion alarm. In response to the occlusion alarm, troubleshooting was performed by first exchanging the battery, followed by exchanging the cassette. As the patient's symptoms did not improve, the patient's infusion site was subsequently changed. The patient reportedly began to feel better the following day. Additional information was received by united therapeutics on 02-dec-2025 and forwarded to millyard advanced medical products, llc on 04-dec-2025 stating that, in addition to the originally reported symptoms, the patient experienced increased fatigue, sweating, and incontinence. It was further reported that the patient's pulmonary crisis had resolved and the patient's caregiver requested a replacement pump.

Manufacturer narrative:
Follow-up to MDR #3016798778-2025-00148, submitted on 18-dec-2025. This submission provides corrections to previously reported information and includes additional information obtained on 05-feb-2026 through the device evaluation and log data review. Investigation performed by millyard advanced medical products, llc: logs retrieved from remunity remote (B)(6) (paired with remunity pump (B)(6)) confirmed the reported occlusion alarm, as well as an adjust pump attention alarm. The logs leading up to these events are consistent with transient occlusion-like behavior. Further review of the log data confirmed that the pump had delivered remodulin volumes within specification and functioned as intended. Furthermore, a test delivery was performed during investigation with no abnormal behavior. System (B)(6) functioned within specification as it alarmed accurately and entered a failsafe state. Logs retrieved from remunity remote (B)(6) (paired with remunity pump (B)(6)) did not show any occlusion alarms; however, several cassette depleted alarms were observed. These alarms occurred earlier than expected based on the patient's delivery rate, consistent with the report that the device was not delivering medication correctly. A test delivery was attempted during the investigation but was unable to be completed as additional cassette depleted alarms were generated. Upon disassembly of the pump, evidence of fluid ingress was observed, consistent with the observed alarms. A specifc cause for the ingress could not be conclusively determined. Corrections to MDR #3016798778-2025-00148, submitted on 18-dec-2025. Section d5 was corrected to "patient/consumer" as the operator of the device was the patient's father. The occupation (e3) of the initial reporter was inadvertently left blank on the original submission. For clarification, this section was corrected to "other health care professional".